Event description:
A report was received that the patient was experiencing muscle spasms when stimulation was turned on. The physician believed that the muscle spasms could be thoracic nerve root stimulation causing unwanted stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician believed that muscle spasm was caused by the lead being implanted too high. The patient underwent a revision procedure wherein the lead was moved. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing muscle spasms when stimulation was turned on. The physician believed that the muscle spasms could be thoracic nerve root stimulation causing unwanted stimulation. The patient will undergo a revision procedure.